Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator displayed an alarm prompt. The customer removed the instrument according to the prompt, tightened the tool head, and performed a self-test. In the process of self-inspection, the tool head broke. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of " the tool head broke". The instrument was found with a broken curved blade. The broken piece, approximately 0.40" x 0.10" was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.